Manufacturer narrative:
Product event summary: the full delivery system was returned and analyzed. The analysis indicated that fluid pathway leak was observed on the delivery system. The delivery system outer shaft was kinked/buckled. There was a mechanical problem with the flush tube of the delivery system. The delivery system flush tube was pinched. The analyst noted the full delivery system was returned with the device intact in the device cup. The outer shaft is kink/buckled at 5.5 cm from the distal end of the delivery system. There is resistance while trying the flush the delivery system. The flush tube is kinked at the hose barb of the t- luer housing. The flush tube is pinched at 15 cm from the proximal end of the flush port valve. There is excessive leaking at the exchange joint. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the leadless ipg was successfully replaced with another leadless ipg.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the leadless implantable pulse generator (ipg) the delivery system was observed to be leaking. The leadless ipg was not used. No patient complications have been reported as a result of this event.